Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 537 mg/dl. Customer was admitted to the emergency room for elevated blood glucose and diabetic ketoacidosis. Customer was treated with saline and insulin intravenously and was admitted to the hospital an hour later. Reportedly, customer was unsteady and fell and bruised an arm while still at home and pumped their head while at the hospital. Customer received additional treatment of IV saline and insulin and was released from the hospital a day later with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow up for troubleshooting with the customer, but no response was received.